Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep: "the custom implant did not fit the defect area of the patient's skull. The surgeon considered burring the implant to fit, but determined that this would not give an adequate outcome. The surgeon implanted dynamic mesh in place of the custom implant (item number 54-00346)."